Event description:
A report was received that a patient had a pocket revision, due to soreness around the pocket site. The ipg was relocated to a deeper position. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.